Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4).